Manufacturer narrative:
Results - complaint cannot be confirmed through product analysis testing alone. The lead was visually examined and no visual anomalies were observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011. It was reported the physician removed and replaced one of the pt's leads due to migration.